Manufacturer narrative:
Additional information was added to h6 and h11: h11: the device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
G1: device manufacturer address 1: 600 mts. Oeste de entrada, principal ave. Las americas, parque industrial. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system continu-flo solution set disconnected from a non-baxter closed system transfer device (cstd) which resulted in a spill. This occurred during patient infusion of unspecified chemotherapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.